Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, failed downstream occlusion test was not verified during evaluation. Evaluation inadvertently did not evaluate for the reported symptom, as the pump was not tested for downstream occlusion detection. The device will pass all testing prior to return to the customer. Evaluation found the downstream tubing guide depth out of adjustment which was corrected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no patient involvement. No additional information is available.